Event description:
During an in clinic follow up, loss of capture and decreased pacing impedance were observed on the left ventricular (lv) lead. Fluoroscopy imaging was performed and the lv lead was found dislodged. The lv lead was explanted and replaced to resolve this event. The patient was stable.